Manufacturer narrative:
Batch review performed on 03 may 2021: lot 176581: (B)(4) items manufactured and released on 09-jan-2018. Expiration date: 2022-12-18. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting tibial pain and the cause of the tibial pain is unknown. The surgeon revised all components 2 years 9 months after primary. The surgery was completed successfully.